Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. After predilatation, the device was advanced to the lesion. During inflation at 16atm, the orsiro balloon was ruptured and a dissection occurred at the proximal of the lesion. In order to treat the dissection, another orsiro was implanted.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the provided still images, taken from the angiogram were reviewed. The technical investigation of the returned instrument revealed that the balloon has been inflated and was deflated in the as-returned state. Upon inflation a fine jet of water was seen to emerge from the middle part of the balloon. Microscopic inspection revealed a pinhole in the balloon surface about 6 mm distal to the proximal x-ray marker. At the origin of the pinhole scratches were observed which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. The provided images show the complaint instrument during implantation in the rca. After implantation, a dissection is visible proximal to the implanted stent. Unfortunately, the quality of the images is rather poor. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy.